Manufacturer narrative:
On (B)(6) 2017: during follow-up, it was confirmed that the customer had not received any additional occlusion alarms since using the cartridges from a different box. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer had changed their infusion set site, tubing and cartridge multiple times but continued to receive occlusion alarms. The customer experienced a blood glucose (bg) level of 417mg/dl and trace levels of ketones. The customer delivered a correction bolus via the pump to address the bg level. A pump system check was performed and the customer observed drops at the end of the infusion set tubing but they were not as large as they normally would be. The customer resumed insulin deliveries while disconnected and received an additional occlusion alarm. Tandem technical support advised the customer that the occlusion was either within the infusion set tubing or the cartridge. The customer was to change out their cartridge.

Manufacturer narrative:
A second returned cartridge was evaluated on (B)(6) 2017.